Manufacturer narrative:
(B)(4). Batch # unknown. (B)(4). As the device was not returned, an analysis investigation could not be performed.  The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? Did the patient receive any preoperative chemotherapy or radiation? Does the surgeon believe that there was an alleged deficiency of the cdh29p device that lead to the post-operative issues or was there patient tissue factors that lead to the issue reported? It was reported that there was a suspicion of a leak and the patient was taken back to the or. What symptoms did the patient present with that lead to the re-op? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Were there any issues with device use/firing? What confirmation was received that the device completed the firing sequence? Was the green checkmark visible at the end of the firing? How many counter-clockwise revolutions of the adjusting knob were used to open the device? Was there any difficulty removing the device? Was a complete transection of the white breakaway washer visually confirmed? Were there any issues noted with staple formation? If so, please describe the shape and location. Was the staple line visualized endoscopically during the initial surgical procedure? How was the leak identified? Is the colostomy temporary or permanent? What is the status of the patient?

Event description:
It was reported that on (B)(6) 2020, the physician performed his first robotic (divinci) sigmoid colectomy. The procedure was completed as planned. The circular anastomosis had two good, complete donuts, a firefly injection indicated adequate perfusion and the anastomosis passed an air leak test. On (B)(6), the patient was taken to surgery due to suspicions of an anastomotic leak. After opening the patient, surgeon examined the anastomosis and in his words, "when I touched the anastomosis, 3/4 of it fell apart." Stool was removed from the abdomen, the distal end of the anastomosis was sutured closed and the patient was given a colostomy. The patient was admitted to the ICU where she remains today.

Manufacturer narrative:
(B)(4). Date sent: 01/19/2021. H6: health effect ¿ clinical code = gastrointestinal system (e10). Additional information was requested, and the following was obtained: what were the indications for surgery? Recurrent diverticulitis. Did the patient receive any preoperative chemotherapy or radiation? No. Does the surgeon believe that there was an alleged deficiency of the cdh29p device that lead to the post-operative issues or was there patient tissue factors that lead to the issue reported? Surgeon has not made any conclusive decisions and does not know. He is very perplexed as the anastomosis seemed successful at the time of surgery. It was reported that there was a suspicion of a leak and the patient was taken back to the or. What symptoms did the patient present with that lead to the re-op? Patient had abdominal pain, fever and had some labs which indicated that surgery was needed. Were there any issues experienced with the device in the initial surgical procedure? No what healthcare professional fired the device and what is his/her experience with the device? The pa fired the device. The pa has fired the powered circular many times and more times than anyone else in the hospital as he fires the stapler for all of the surgeons in that practice. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Low b. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes, and rechecked the setting after waiting were there any issues with device use/firing? No. What confirmation was received that the device completed the firing sequence? They wait for the green check mark after hearing the "crunch". Was the green checkmark visible at the end of the firing? Yes. How many counter-clockwise revolutions of the adjusting knob were used to open the device? 2. Was there any difficulty removing the device? No. Was a complete transection of the white breakaway washer visually confirmed? Yes, and two good donuts were present. Were there any issues noted with staple formation? No issues noted. Was the staple line visualized endoscopically during the initial surgical procedure? Endoscopically, yes. Trans-anally, no. How was the leak identified? The patient presented symptoms such as pain and fever that indicated a need for an exploratory laparotomy. Once in the operating room, the anastomosis fell apart in the surgeon's hand. Is the colostomy temporary or permanent? They believe the colostomy will be temporary. The patient is currently receiving wound care at the wound clinic as the wound from the reoperation is having complications and not healing well. If/after the wound heals, colostomy reversal will be considered. What is the status of the patient? Patient has been discharged and is recovering at home. Patient is receiving care at the wound clinic per reasons mentioned above.